Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Only a short medial segment of the lead was returned with no identifying feature left on it to verify the model and serial number of the lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-25 lead, implanted: (B)(6) 2007; 4965-25 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
The lead was explanted for an unknown reason. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: only visual summary analysis of the lead was performed. (B)(4)